Event description:
It was reported that a clearlink secondary medication set had microbubbles in its line during using with a sigma pump. Patient involvement and the step of setup or therapy during which this was noticed are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.